Event description:
As reported by the user facility information by bbm sales organization in algeria: "overinfusion" according to the complainant the 250 milliliter (ml) fluorouracil was administered within 22 hours instead of 48 hours. After a survey, the entire team confirmed that there was no problem during the preparation and filling of the device nor any external leak in the hospitalized patient. The toxicity test in the patient for overdose was negative.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.